Manufacturer narrative:
Correction: the correct primary unique device identifier (UDI) is (B)(4); not (B)(4) as previously reported in initial MDR on november 12, 2024. Device analysis report attached.

Event description:
Per the clinic, the patient experienced an infection and swelling at the implant site. The patient was treated with oral antibiotics for the course of one week (specific date not reported) and hospitalised for administration of IV antibiotics for a duration of one week (specific date not reported). Subsequently, the device was explanted on (B)(6) 2024 under general anesthesia. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.